Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; inflation: xp; guide catheter: launcher. (B)(4) - against resistance. The device was returned for analysis and the reported difficulty removing and balloon refold issue were not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, because it was reported that the catheter was removed against resistance with the guiding catheter, it should be noted that the rx trek/mini trek cdc instructions for use states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. In this case, removing the catheter against resistance does not appear to have contributed to the difficulties

Event description:
Reportedly the target lesion was located in the proximal right coronary artery with mild tortuosity, mild calcification, 90% stenosis, and is a concentric, de novo lesion. A trek rx balloon dilatation catheter was delivered for pre-dilatation via radial approach without resistance. It was successfully inflated at 12 atmospheres for 5 seconds. After deflation (negative pressure applied 2-3 seconds), the trek rx was attempted to be removed outside; however, there was a strong resistance with a non-abbott guiding catheter. Although there was a strong resistance, the physician managed to remove the trek rx outside as a single unit. The trek rx balloon dilatation catheter was changed to a non-abbott balloon dilatation catheter and the procedure was successfully completed. There was no resistance during advancement of the trek rx, only resistance when the trek rx reached the non-abbott guiding catheter during removal. The trek rx was submerged in saline. The physician suspects the rewrapping of the balloon may be bad. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.